Event description:
It was reported that the core micro drill heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was widespread corrosion. The presence of widespread corrosion is likely to cause or contribute to the handpiece heating up.